Event description:
It was reported by service report that the foot right siderail would not lock in the upright position and the head end siderail pin was bent. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Foot right siderail; head siderail pin.